Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Account - xxxxxxx, sku# 328438, lot# unknown, quantity - (B)(4) shelf packs. Complaint - the issue was the needle not penetrating the skin and then also the substance that was in the needles. When we pulled back the syringe there is some as well. Also, no additional information or attachment available.